Event description:
Consumer's wife is alleging the arm broke off the chair and her husband fell out.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The chair was in exceedingly poor condition including missing the shoulder bolts associated with the back recline. Despite this, the evaluator could not correlate this to falling out of the chair. There was no damaged to the arms as alleged. The device was equipped with a lap belt.

Event description:
Consumer's wife is alleging the arm broke off the chair and her husband fell out.